Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified. Based on the analysis, the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified. The alleged cart: septum issue could not be could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a white piece of septum in the syringe. Reportedly, customer used a different syringe to successfully load the cartridge. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Subsequently, it was reported that cartridge alarms (alarms 30 and 31) occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 91 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.